Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's pacemaker clinical notes that this right ventricular displayed intermittent loss of capture. The pacemaker's output was increased. No adverse patient effects were reported.